Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experience continuous elevated blood glucose (bg 212 mg/dl). Boluses, additional insulin, and temporary basal rate was set to address bg. Pump system check was performed with tandem technical support and air bubbles were observed in the tubing. Customer primed out the air and insulin delivery was resumed.